Event description:
It was reported that a high shock impedance of 127 ohms was detected via remote monitoring with this right ventricular (rv) lead. Boston scientific technical services (ts) reviewed remote data and confirmed the lead was implanted in (B)(6) 2010. Induction testing was performed at implant (2 high energy shocks), however the device has not delivered any shocks since. Ts discussed performing additional troubleshooting by measuring the impedances while the patient performs arm maneuvers. They also discussed delivering a 1.1 joule shock or a max energy shock of 41 joules to test the system. No adverse patient effects were reported. No additional information is available at this time. If additional information becomes available this report will be updated.